Event description:
Pt admitted for locking bar tibial component left total knee prosthesis. The pt underwent revision left total knee arthoplasty for implant wear in 2001. On follow-up x-ray the pt was noted to have disengagement of locking bar over anterior aspect of the tibial component. The locking bar was noted to have migrated medially and impinging on the soft tissues. Because of the pain secondary to this impingment the pt was admitted for arthrotomy and replacement of the locking bar of the tibial component.